Event description:
Physician performing spine surgery on patient using leica microscope. The main light bulb went out during the procedure. Staff switched to auxiliary bulb. Flames erupted from microscope. Scope immediately unplugged and flames extinguished. No injury to pt, staff or physician.